Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges the tilt actuator fell swiftly while user was in unit and the user was thrown from the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the tilt actuator fell swiftly while user was in unit and the user was thrown from the chair.